Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges chronic eye conjunctivitis. There is no allegation of serious or permanent harm or injury. Unspecified medications were used without success. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges chronic eye conjunctivitis. There is no allegation of serious or permanent harm or injury. Unspecified medications were used without success. In section b for outcomes attributed to ae: other was selected which was incorrect. It is corrected to required intervention. Also, in section h for type of reported complaint: other was selected which was incorrect. It is corrected to serious injury.

Manufacturer narrative:
Corrected data: adverse event/product problem - both changed to product problem outcomes attributed to ae - other changed to "blank" type of reported complaint - other changed to product problem health impact grid - serious injury/illness/impairment changed to no health consequences or impact.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The patient alleges chronic eye conjunctivitis. There is no allegation of serious or permanent harm or injury. Unspecified medications were used without success. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. There was no error code found. The third-party service center concludes that there were no visible foam degradation and unit got dispositioned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.